Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms had occurred. Blood glucose (bg) was 360 mg/dl. The contact did not observe any issues with the cartridge, infusion set tubing or site. The contact thought the pump was a possible cause of the occlusions. As the occlusions had occurred in the past, a cause of the events could not be determined. Tandem clinical diabetes specialist followed-up with the contact and discussed different types of infusion sets. Upon further follow up, the contact reported that no further occlusions had occurred.